Event description:
A tandem mobi cartridge alarm was reported by the caller, and there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the alarm and instructed the caller to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. The bolus was completed successfully, and the caller was able to reload the cartridge and resume insulin therapy, resolving the issue.